Event description:
The lay user/reporter called lifescan (lfs) on october 17,2006 and alleged that his meter's casing was broken. The medical affairs specialist mailed a letter on october 25, 2006, since the user could not be reached by telephone for further clarification. The pt reported that his meter fell and the casing broke. On october 16, 2006, at approx 8:00 p.m., the pt was driving and began to have blurry vision and he reportedly felt thirsty. He drove himself to the hosp and his blood glucose was tested; the result was 780 mg/dl. The pt was treated with insulin. It would have been helpful to know how long the pt was unable to test on his meter, when his symptoms began, what this medication regimen is, and how often the pt normally tests his blood glucose. This complaint is being reported, as the meter's casing was cracked after falling and the pt was unable to test. During this time, the pt was symptomatic and was found to be hyperglycemic. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the resuls in a supplemental report.